Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. As stated in the event, "it was a thick calcified tendon". There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that during a right rotator cuff procedure, the scorpion needle tip broke- off while passing the fibertape. It was a thick calcified tendon. The surgeon had tried to capture a large bite of the rotator cuff and the top jaw of the scorpion wasn't closing. Needle tip was not found and not retrieved. It is believed to be buried mid-substance of the rotator cuff. The needle was disposed of in a sharps bin following the tip breaking.